Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation the bolus button was found to be torn. A torn bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Event description:
It was reported that the keypad is not responsive. It was reported there is no exposure to water and no peeling of the keypad.